Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulators (ins) for spinal pain. It was reported that probably 2-3 weeks ago he has been having issue with one of the leads. He said he will turn the whole ins off using the programmer, but the left side lead will still give him random stimulation. About two weeks ago he was feeling the unexpected stimulation almost constantly. Now the stim has subsided a bit, but still feels it on and off throughout the day. He also said the unexpected stimulation is not as rhythmic as when normal stimulation is on. He reports no falls or traumas. He was directed to his healthcare provider (hcp).